Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and there was no other specifics stated by the operator on what exactly happened when they noticed the helium leak. Upon fse initial inspection fse noticed that the helium gauge on the rear of the hospital cart was empty. Verified that the tank valve was open and the helium was depleted. Removed tank and verified that the correct washer gasket was used in the regulator. Inspect the regulator, did not see any damage. Installed a full helium tank in tank in the unit and pressurized. Monitored the x4 and x5 transducers for stability. Performed a helium leak test as specified in manufactures service manual. After 5 min of stability and 5 min of testing verified that the balloon pump decreased 2 psi in value with both cart and pump connected and helium valve shut. With pump console removed from cart unit did not lose any psi pressure in 20 minutes. Test hospital cart and verified that the helium gauge needle remained in the green and did not move within the hour test. Could not duplicate helium leak. Allowed unit to stay pressurized over the weekend. Returned to site to monitor any gas loss on x4 and x5 transducer, verified that the unit did not lose any helium. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.